Manufacturer narrative:
Date of explant is not known. The investigation was conducted on: 1 x 281.980 / lot no.: 8290948 / plate dcs 95° 8ho l146 sst / broken, 1 x unknown screw shaft / lot no.: unknown / broken. Received condition: dcs plate: the plate is broken in half at the 2nd screw round-bore. There are post-manufacturing caused visible marks and scratches in some areas. Unknown screw shaft: upon receipt of the material a broken screw shaft was detected which was not reported in the previously received device report. The broken off screw head with the description is missing. The screw shaft is severely damaged and there are visible bone residues in the thread. Dimension: dcs plate: the dimensions of the broken dcs 95° 8ho l146 sst stainless steel plate were as far as possible checked and found to be in compliance with the valid technical drawings and ao/asif specification. Unknown screw shaft: the dimension of the broken unknown screw shaft cannot be checked to the specifications anymore. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. All described nonconformities/damage is not related to the manufacturing process. Material: dcs plate: the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of stainless steel 316l- 1.4441 / iso 5832-1. Unknown screw shaft: because of the unknown lot number a DHR review is not possible. Conclusion: the DHR review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The lot in question was manufactured with a lot size of (B)(4) pieces in february 2013 and we are not aware of any quality issues or failures caused by a faulty product. To date we are not aware of any other similar complaints related to the article and lot number in question. The fracture surface is homogenous what indicates material conformity as well. Neither a manufacturing nor a material related fault was detected. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to the failure of the implant. The dynamic hip plating implants - core dossier design and clinical risk management (dcrm) document, (B)(4), was reviewed and found to adequately address the harm of this complaint condition. All received concomitant parts listed in the complaint description are intact and beside some wear undamaged: 1x 280.750 hs/dcs-screw ø12.5 l75 sst, 7x 214.0xx cortex screws ø4.5 / various lengths, 1x 280.990 dhs/dcs-compression screw l36 sst. Corrected data: patient identifier, date of birth, and gender. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. (B)(4). Subject device has been received and is currently in the evaluation process. Without a lot number, the device history record review and the investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the dcs® (dynamic condylar system) plate 95°, 8 holes, l 146mm broke post-operatively, 2 days after implantation. This complaint involves 1 part. Concomitant medical products: hs/dcs-scr ø12.5 l75 sst (part# 280.750 / lot# 9807767 / quantity 1); cortscr ø4.5 l60 sst (part# 214.060/ lot# 9130379 / quantity 1); cortscr ø4.5 l38 sst (part# 214.038 / lot# 9579291 / quantity 1); cortscr ø4.5 l36 sst (part# 214.036 / lot# 9578884 / quantity 1); cortscr ø4.5 l52 sst (part# 214.052 / lot# 9570670 / quantity 1); cortscr ø4.5 l40 sst (part# 214.040 / lot# 9502086 / quantity 1); dhs/dcs-comprscr l36 sst (part# 280.990/ lot# 9754973 / quantity 1); cortscr ø4.5 l40 sst (part# 214.040/ lot# 8542789 / quantity 1); cortscr ø4.5 l42 sst (part# 214.042/ lot# 8911809 / quantity 1). This report is 1 of 2 for (B)(4).